Manufacturer narrative:
Handpiece serial number (B)(4) was returned for complaint investigation. Upon receipt it has been confirmed that the motor was noisy and the device starts by itself. The motor, seals, screws and trigger board were replaced. The root cause of the reported event is undetermined.

Event description:
It was reported that the device does not run smoothly and is very noisy. There was no pt harm or delay reported, and the procedure wa completed with an alternate device.